Event description:
The manufacturer received information alleging a ventilator failed a test step during testing. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's flow sensor assembly was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, the device's power cord was found to be broken. The device's power cord was replaced to address the issue.